Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that during a device interrogation it was noted that the right ventricular (rv) lead had spikes in the impedance for the past three months. Subsequently a revision procedure was performed due to a suspected fracture. During the procedure the device and lead were explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,] pacing, and sensing functions were tested. Analysis noted that the device only keeps the last 364 daily measurements and this implantable cardioverter defibrillator (ICD) was explanted almost three years ago, so all the impedance measurements while implanted have been overwritten. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received from the clinic that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted five days earlier than previously noted.